Event description:
The customer reported via phone call that she was hospitalized with low blood glucose from (B)(6) 2015. The customer did not use the insulin pump for 4 days since getting out of the hospital due to no delivery issues. The customer stated that her spouse called the ambulance and she was just about to go into a coma. She has no memory of being admitted to the hospital. Blood glucose value at the time of admission was 33 mg/dl. The customer stated that her kidneys were dehydrated and they think because of this there was a lot of confusion and they were able to treat her with fluids. She also reported the insulin pump alarmed no delivery during manual prime. The customer changed the complete infusion set and was able to prime.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.